Event description:
It was reported that this lead was an attempted lead. During the procedure, there were low pacing impedance measurements. In addition, unstable pacing thresholds and amplitude measurements were noted. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted lead. During the procedure, there were low pacing impedance measurements. In addition, unstable pacing thresholds and amplitude measurements were noted. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned to boston scientific.